Event description:
It was reported a merlin programmer had a short circuit and smoke fumes emerged when it was switched back on. No changes were reported. There was no patient involvement.

Manufacturer narrative:
The field complaint of ¿¿.short circuit¿ was verified as the event could be reproduced. No additional findings found not related to the event description. Conclusion: replace pepin board; replace top cover. Perform all tests per procedure.